Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that the down arrow keypad button was unresponsive when pressed. The patient reported that the button stopped working on the evening of (B)(6) 2012. The patient stated at 9pm that evening she disconnected from the pump and removed battery to replace pump's cartridge. At the time she disconnected, the patient claimed her blood glucose (bg) was 97 mg/dl. The patient stated after the cartridge was replaced and the pump rebooted she was unable to navigate to the prime menu due to the unresponsive button. The patient reported that at 11pm her bg was 160mg/dl before she went to bed. Animas customer support noted that the patient stated that she chose not to take any insulin at that time and remained off the pump. On (B)(6) 2012 at 4:10am, the patient claimed she awoke with a burning sensation across her chest and down her arms. At the onset of symptoms the patient tested her bg and it was 410mg/dl. The patient reported taking 2 nitroglycerin pills and also took insulin by syringe to correct the elevated bg. At 7:30am that morning, the patient stated her bg was 282 mg/dl and the symptoms had subsided. At the time of troubleshooting, the patient declined to troubleshoot the pump. This complaint is being reported because the patient developed signs/symptoms of a serious injury after the alleged pump issue began.